Event description:
Ous MDR - it was reported that this external pacemaker stopped stimulating the patient, who underwent a bypass surgery one hour earlier. The patient suffered cardiac arrest. A new pacemaker and cable were implanted and the patient recovered. This device has not been returned for analysis.

Manufacturer narrative:
Upon receipt, the external pacemaker was inspected not showing any deviation during analysis. The visual, mechanical and functional analysis revealed no anomalies and no material or manufacturing deviation was found. The cable additionally returned for analysis showed signs of usage and a broken wiring next to the connector. The review of the final inspection of the cable before shipment did not show any deviation, especially with regard to the continuity test. The observed damage symptoms lead to the conclusion that the wiring broke due to the presence of mechanical overstress during usage. The external pacemaker did not show any deviation during analysis, it is assumed that the observed clinical event was caused due to a damaged patient cable used with the external pacemaker.